Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 at 12 am for a blood glucose level of approximately 460 mg/dl. The customer experienced the following symptoms: chest pain, vomiting, and diarrhea. The customer was treated with insulin till her blood glucose level was 296 mg/dl and she was rehydrated. The customer stated she gave herself boluses but her blood glucose level was not going down. However, the insulin pump was functioning according to specification. Standard troubleshooting was declined. The product is not being returned. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).